Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the pump did not respond. The pump was vibrating at regular intervals and had a blinking red led. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.